Manufacturer narrative:
Block b3: exact date unknown, event occurred somewhere around december prior to the date the manufacturer became aware.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted lead was discarded by the facility.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted lead was discarded by the facility.